Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that after lunch the user experienced elevated blood glucose values in the low to mid 200s mg/dl, with a reported value of 230 mg/dl, while using an ilet system with a teflon infusion set and 23-inch tubing that was one day old; tubing patency was checked and drops were observed, delivery was resumed, and the user was advised to monitor as meals were still being learned by the system. Symptoms included hyperglycemia without reported illness or distress. Outcomes included continued home management without emergency care or hospitalization, and a follow-up call verified that reports were synced. Investigation included troubleshooting with infusion set and tubing verification and data synchronization review. Investigation of this case revealed no device malfunction detected and no occlusion observed, with hyperglycemia attributed to early meal adaptation in the learning phase and a cause otherwise unclear. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.